Event description:
It was reported that during a whipple procedure, the staples did not close; they stayed straight. The surgeon had to oversaw the staple line, which added more time on the operating table. There was no patient consequence.